Event description:
International customer reported that a patient underwent debridement of a temporal region ulcer with drain placement. The reporter observed a broken drain two days following the procedure. The circumstances leading to the broken drain are not known; however, the surgeon opines that the patient rubbed the drain or head region resulting in damage, rupture or deterioration of the drain. Four days after the procedure, pieces of the drain measuring 2cm. To 3cm. Were removed. The patient was then returned to surgery for explant of the remaining fragment in 2008.

Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot: 47972isp mfg: 05/29/2008 exp: 06/30/2013. Lot: 47113isp mfg: 12/10/2007 exp: 12/31/2012. Lot: 47995isp mfg: 06/30/2008 exp: 06/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.